Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be confirmed. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Manufacturer narrative:
D4: catalog number: requested, unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown catalog and lot combination d4: UDI: unknown due to unknown catalog and lot combination d6b: explanted date: date unknown e1: establishment name: unknown. E1: phone number: unknown. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. Surgical removal of the deployed angio-seal was performed. The type of procedure was a coronary.